Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer wanted to know if any other male external catheter besides the ones with adhesive and the one without adhesive that comes with the foam strap. It was stated that the customer used male external catheter before, and the adhesive was too strong, and it has removed skins when taking off and left penis raw. Inquirer discussed the methods for removal that would assist with adhesive breakdown and hopefully prevent any damage such as warm wet compresses and adhesive removers. Also discussed mcguire style male urinal that is designed with jock strap and soft latex sheath that snaps off and on. It would be washed and reused and connects to leg bags. No medical intervention was reported.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿mechanical failure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the customer wanted to know if any other male external catheter besides the ones with adhesive and the one without adhesive that comes with the foam strap. It was stated that the customer used a male external catheter before, and the adhesive was too strong, and it has removed skins when taking off and left the penis raw. Inquirer discussed the methods for removal that would assist with adhesive breakdown and hopefully prevent any damage, such as warm wet compresses and adhesive removers. Also discussed, mcguire style male urinal that is designed with jock strap and soft latex sheath that snaps off and on. It would be washed and reused and connects to leg bags. No medical intervention was reported.